Event description:
Per medicon, during percutaneous removal from the patient, the dome detached in the stomach. The dome was retrieved by endoscope. This incident occurred approximately 189 days after placement in the patient.